Event description:
It is reported that during use of 3 different flexi seal control devices, end-user experienced difficulties in deflating 2 of the balloons. It is further reported that the balloon was already deflated on the third device, but experienced difficulties.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No reports of a patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.